Manufacturer narrative:
D10: concomitants: (B)(6): 02-012-35-3509 - logic tibia ps mod insrt, (B)(6): 02-010-01-0235 - logic femoral ps cem left sz 3.5, (B)(6): 200-02-38 - three peg patella. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01013, 1038671-2026-00422. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear, loosening, and osteolysis. The prosthesis wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on the left side. Subsequently, the patient experienced joint effusion, osteolysis and aseptic loosening. As a result, approximately six years and nine months post-surgery, the patient underwent a revision. It was noted that "the initial impression was that the implants were fixed, but they came off the distal femur & proximal tibia without much effort. This patient had severe osteolysis of the bone. This is particularly wear debris osteolysis because of failure of the medial aspect of the tibial insert that the posterior aspect of the medial portion of the tibial insert was fractured and morselized. The insert, however, remained well fixed. There was no evidence of infection. There was no fracture." Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available. This is report 3 of 3 for this event/patient.